Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the events mentioned in the event description. The following sections could not be completed with the limited information provided. Dates of events - unknown. Product identification/expiration dates - unknown. Dates implanted - unknown. Initial reporter - the surgeons who performed the surgeries mentioned in the description are: craig j. Della valle, keith r. Berend, jeff declaire, adolph v. Lombardi and christopher l. Peters. Manufacture dates ¿ unknown. It is likely that these complications have already been reported; however, it cannot be determined based on the limited information made available. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Biomet orthopedics received limited information on the early experience of five surgeons with the bi-cruciate retaining tka (vanguard xp knee). The information received indicates that the surgeons performed three-hundred seventy-seven surgeries utilizing the vanguard xp knee collectively. The dates of surgeries or specific details have not been provided. The limited information made available indicates the following adverse events: sixteen (16) intra-operative bone island fractures. Four (4) manipulations under anesthesia. Information was made available to include the outcome to surgery for eleven (11) of the intra-operative bone island fractures that occurred, which are as follows: six (6) were successfully converted to a standard cruciate retaining tka during the initial knee procedure three (3) fractures were fixed with either screws or suture. One (1) was addressed by utilizing a thicker tibial bearing.

Manufacturer narrative:
Product not available for return. Root cause cannot be determined. Part and lot identification is necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.